Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at a dose of "0.2202mg". It was reported that a cerebrospinal fluid leak (csf) occurred. The patient felt wetness on their back on (B)(6)2025. It was indicated that surgical intervention occurred. The patient had a blood patch on (B)(6)2025. It was noted that there was no therapy complaint. The patient stated that the pump was "doing great" and providing her relief. The patient status at the time of this report was "alive-no injury". Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. The patient's weight was 179 pounds. The patient had a medical history of breast cancer. Additional information received on 2025-02-18 clarified that surgical intervention occurred in addition to the blood patch. Surgery took place on (B)(6)2025. The physician cut the spinal segment of the catheter and reconnected it. A very small portion of the catheter was removed at this time. The physician did not have any concern with integrity of the catheter and the facility declined return of the product; it would not be returned to the manufacturer. The rep planned to follow up to confirm that the csf leak was resolved.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cerebrospinal fluid (csf) leak had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.